Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a bad electrical connection occurred due to accumulated electrical stress applied to the electrical boards in the scope connector (including mounted electrical parts). This most likely was caused by the following: energizing the system while connecting/disconnecting the scope connector. Accidental static electricity. Overcurrent due to attachment/detachment of the connector while the system was on. Overcurrent from other devices or electrical wiring. Dusty or humid electrical contacts at the system video connector. These events may have adversely impacted the image signal output, leading to an unstable output. As a result, the circuit boards in the video connector were damaged. However, the root cause of the reportable event could not be definitively determined. The event can be detected and/or prevented by following the instructions for use, which state: ltf-s190-5 IFU: operation manual chapter 3 ¿ preparation and inspection, section 3.8: inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, an abnormality of the flex deflectable videoscope's circuit board was found, which resulted in some image abnormalities. There was no patient involved.